Event description:
Several different mfrs have medication storage & dispenser products on the market, all employing the same serious design danger. This product design has a separate plastic box strip for each day of the week. Each strip has 4 compartments-breakfast-lunch-supper-bedtime. Rptr states this product almost took her life. It took 4 yrs to figure out what was going on. Rptr was put on doxepin 2 x 50 mg for depression & its side effect of a sound sleep. This medication was taken at bedtime. Over the yrs rptr had minor blackouts & even had to be taken home from work. Several drs & the pharmacist were told about these problems & no one had any answers. The dr at that time was not the original dr who had prescribed the doxepin although he kept rptr on it. Over time rptr suspected the doxepin, which was taken at bedtime, to be the problem because it gave such a drugged sleep. What happens with these medication strips is people accidentally reverse them after removing them from the tray & take the evening medication in the morning. Rptr had last blackout behind the wheel of car & ran off the road as she was going to a dr's appointment some distance away. Regular dr was off & rptr saw an associate who she had never seen before. Rptr gave a brief history & mentioned blackouts. Dr said, "I know what that is. It's the doxepin." At long last rptr's suspicions were confirmed. That was the last time rptr took doxepin & used this style of medication strip which is so easy to reverse.